Event description:
Edwards received information a patient with a 21mm aortic valve underwent emergent coronary artery bypass grafting due to right coronary artery occlusion as patient had post-operative vfib arrest on post-operative day zero (0). Patient also underwent placement of stents. When patient was admitted to hospital she presented with congestive heart failure. After the 21mm valve was implanted: the patient tolerated the procedure well and was transferred to the intensive care unit (ICU) in stable condition. While being transported from the operating room to the cardiothoracic ICU the patient suffered from cardiac arrest secondary to ventricular fibrillation, which responded to defibrillation and resulted in return of spontaneous circulation. Patient arrived to cardiothoracic ICU alert, breathing spontaneously on supplemental oxygen and hemodynamically unstable on inotrope but not on any vasopressor. Later that day on post-operative day zero (0), the patient converted to sustained polymorphic ventricular tachycardia resulting in pulseless cardiac arrest requiring chest compressions and subsequent respiratory failure requiring re-intubation. Subsequent findings were consistent with acute cardiogenic shock, acute systolic and diastolic rv failure, possibly calcium embolism, and intraoperative debridement of calcium overlying the right coronary artery (rca). Decision was made to proceed with emergent cardiac catheterization in order to rule out acute rca occlusion. Cardiac catheterization confirmed occluded non-dominant right coronary artery at the ostium and patient left main coronary artery and branches of the left main coronary artery. Patient was immediately transferred to the operating room for emergent off pump coronary artery bypass surgery x1, open right lower extremity. The patient tolerated the procedure well without any intraoperative complications. The patient was transferred to the cardiac surgical intensive care unit in stable condition. On post-operative day seven the patient converted to atrial fibrillation with rvr, which re-occurred spontaneously throughout the remainder of the hospital stay with conversion back to normal sinus rhythm after amiodarone infusion protocols. Anticoagulation for atrial fibrillation using eliquis was initiated on post-operative day 21. On post-operative day 12 patient experienced symptomatic bradycardia requiring permanent pacemaker placement, no further intervention was required. Patient was discharged home in stable condition on post-operative day 33.

Manufacturer narrative:
H10. Additional manufacturer narrative: the clinical observation was confirmed. The cause of the event remains indeterminable.

Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the patient required coronary artery bypass grafting. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received information a patient who underwent surgical aortic valve replacement with a 21mm 11500a valve had coronary ostia occlusion that required coronary artery bypass grafting. No other details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event still remains indeterminable.

Event description:
Edwards received information a patient with a 21mm aortic valve implanted an unknown implant duration (< 30 days) underwent emergent coronary artery bypass grafting due to right coronary artery occlusion as patient had post-operative vfib arrest. Patient also underwent procedure drug eluting stent placement to rca. At time of the 21mm aortic valve implant procedure the patient also underwent aortic root enlargement with bovine pericardium. The 21mm valve was implanted and secured down with corknots except over the right coronary artery as surgeon did not want to the corknots to cover the right coronary artery, those spots were tied down. The patient tolerated the procedure well and was transferred to the intensive care unit (ICU) in stable condition. Patient was re-admitted 46 days post-implant with acute kidney injury and acute on chronic diastolic heart failure (congestive heart failure). Patient was discharged home one (1) month, 26 days, after implant of the 21mm aortic valve. Patient was reported to still be doing well.